Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the entire shaft found no kinks or damage along its length. An examination of the balloon found a longitudinal tear in the balloon. The tear was located over the distal markerband and it extended 3mm proximally along the balloon. A microscopic examination of the balloon material identified no anomalies which could potentially have contributed to the tear. A microscopic examination of the distal markerband identified no damage to the markerband which could potentially have contributed to the balloon tear. As part of the analysis the device was attached to an encore inflation unit and liquid was pumped into the balloon where it leaked out through the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the popliteal artery. A 6.0x40x75cm express¿ ld vascular stent was advanced to treat the lesion. During dilation of the balloon, it was not possible to deflate. There was back flow of blood into the pressure syringe and fluoroscopy showed image of a partially deflated balloon. After multiple attempts, the device was deflated and withdrawn from the patient. It was reported that the stent had been well deployed. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the popliteal artery. A 6.0x40x75cm express¿ ld vascular stent was advanced to treat the lesion. During dilation of the balloon, it was not possible to deflate. There was back flow of blood into the pressure syringe and fluoroscopy showed image of a partially deflated balloon. After multiple attempts, the device was deflated and withdrawn from the patient. It was reported that the stent had been well deployed. No patient complications were reported.